Manufacturer narrative:
Due to character restrictions in block e1 event site full name is (B)(6), full event site city name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during fs inspection cardiosave intra aortic balloon pump (iabp) blood was drawn into the pim. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d5; e1 initial reporter, event site email; e2; e3; g2. A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module (0997-00-1178) due to rupture. All functional and safety checks performed to meet factory specifications. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective pneumatic module. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was discarded. Based on the information in the complaint, the probable root cause for the reported failure is blood in pneumatic/patient interface module due to blood back.